Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the lead was implanted the threshold increased. Lead repostioning was unsuccessful. The lead was explanted and replaced.